Event description:
The customer called to report that the act button was not working on the insulin pump. The customer disconnected from the insulin set in order to test the act button. While the customer was disconnected, the customer pressed the act button, and the numbers started ramping up on their own, and the insulin pump delivered a 25.0 unit bolus. The customer tried pressing other buttons, but there was no response. Advised the customer that the insulin pump would be replaced due to the delivery anomaly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.